Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument was not recognized. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece measuring approximately 0.374" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. Further investigation found that the instrument failed energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly". A review of the submitted image showed that the instrument tip had no obvious damage on the blade or teflon pad.